Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg).

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Elevated bg was addressed via manual insulin injection. Customer reported disconnecting from their pump at the t:lock. Customer was educated that disconnecting should be done at the site to avoid introducing air into the line per the tandem user guide. Customer reverted to an alternate method of insulin therapy, and will reportedly change the cartridge to address the issue at a later time.